Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was called via phone insulin pump was cracked and scratched. Blood glucose was unknown. Troubleshooting was performed. Customer stated that ring of the reservoir was able to lock in place when inserted into insulin pump and sometimes she cannot read screen. The customer was advised to revert back up plan. Customer was advised to replace the insulin pump. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with cracked case at display window corners and cracked lcd window. Device received with minor scratched lcd window and case. No missing segments or partial display noted during the testing.